Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported failure. He then replaced the power pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use. The removed power pcb assembly was sent to physio-control for evaluation. The cause of the reported failure was determined to be a shorted capacitor, designator c4. The shorted capacitor also caused the internal land between capacitors c25 and c4 on the pcb to open.

Event description:
It was reported that during a daily check, the device would not power on. There was no patient use associated with the reported event.